Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the patient reported blurry and cloudy vision along with halos and glare that were overwhelming. The lens was exchanged. The surgeon reported the event resolved following the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4)2012. Additional information was received via phone on (B)(4)2012. (B)(4).